Manufacturer narrative:
(B)(4). Date sent: 9/18/2023 d4: batch # 946a03 b3: only event year known: 2023 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage, along with the stapler retainer with 17 staples protruding in the pockets and with the breakaway washer uncut without marks. However, marks were observed on the safety. In addition, the staples protruding were removed and the device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 946a03, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please provide more details for "cdh29a was stuck"? 2. Were there any issues with device use/firing? 3. Could you please if device was difficult to remove? 4. If yes, please provide more details how device was removed 5. Could you please clarify if there were any patient consequences? 6. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure the cdh29a was stuck. No patient consequence reported. No other details provided.